Event description:
It was reported that during a new patient implant a new generator was requested because "the screw that connects the lead to the generator had fallen out". Device history records were reviewed and the device was found to have passed all functional and quality testing prior to distribution. It was later reported that the surgeon was able to use the generator and there was no unused generator at the time of implant. Diagnostics were reported to be within normal limits. The attending representative later reported that there was no defect with the product and could not confirm if setscrew had completely fallen out. The physician then responded that it was indeed the set screw that fell out and the reason why it fell out is unclear but did not indicate that believed malfunction of the device had occurred. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.type of investigation :b20